Event description:
Device 2 of 2. Reference MFR report #1627487-2011-06079.

Manufacturer narrative:
Eval: results: testing revealed that channels 1-4 or the extension measured open. It is probable that the observed stress was induced while the device was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.